Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Final analysis found an electrical short. The inner coil was over torqued causing it to collapse and damage the inner insulation.

Event description:
It was reported that the lead exhibited a sensing anomaly and exit block. The lead was removed and replaced.